Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized and began treatment with injection vancomycin, 1 gram, stat, intraperitoneally (ip) ¿continue 5th a day¿ and ceftazidime, ip, 1 gram per exchange. At the time of this reported, dianeal therapy was ongoing. No additional information is available.